Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported when the patient was hospitalized for the event. The hernia was surgically repaired. Peritoneal dialysis therapy was suspended and it was reported that the patient is currently on hemodialysis and will be resuming peritoneal dialysis therapy in the month following the initial receipt of this report. The patient was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia but it was reported that the hernia repair surgery occurred on (B)(6) 2015. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.